Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
The patient reported having problems with blood pressure and heart rate. The patient stated "the first surgery didn't go so well, I had to go back in for blood clot removal. They left something inside where I bled and I was purple." The patient further reported that "I was told that my device wouldn't go below 62 beats per minute, something went wrong during my last device change, I bled inside and everything and two days later, I had to have the surgery over again, then one day my heart rate was erratic, 57, 58, 55 beats per minute heart rate, made me feel rotten all day." Follow-up with a physician's office determined that the patient was seen about one month after implant and the current device was checked, and it is functioning normally. There was no indication that the current device has been reprogrammed. There were some brief notes in the patient's record that showed that patient had a hematoma at one time, and one of the patient's pacemakers needed to be taken out two separate times. Further follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No further patient complications have been reported as a result of this event.